Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. Additionally, the battery gauge was displaying incorrectly. Customer's blood glucose was high, however, a specific value was not provided. Cause was unknown. Although requested, customer declined troubleshooting and declined to provide additional information.